Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Terumo bct is awaiting the return of the disposable set.

Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: we received two sets of the collection bag and the leukoreduction filter. The filters were rinsed with normal saline; however, the normal saline hardly flowed at a flow rate of less than 5 ml/min. We disassembled the rinsed filters to observe the appearance of filter membranes. Aggregation was not observed in any filter membranes and we noticed creases in the filter membranes of the filters. The creases in the filters were not different from those in conforming products. An airtightness test was performed on the filters in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filters. After passing normal saline through the filter, we dyed the filter membranes with toluidine blue for observation and noticed that some filter membranes were dyed dark. That is, white blood cells were accumulated in these dyed areas. In (B)(6), the second through fifth filter membranes were dyed dark. In regard to the production of the product concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. For the leukoreduction filter, filter media are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the product in question was manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, including measurements of solution concentration and volume, and a visual inspection, is performed on the product concerned as sampling testing. We therefore reviewed each testing and inspection record of the lot number in question and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number in question, three sets were visually examined. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Root cause: we control to maintain cationization levels above a certain level during the production of filter media in order to prevent from leukocyte leakage. Where a cationization level is high, filtration rate is likely to be low. For the prevention of leukocyte leakage, the instructions for use of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. The above-mentioned investigation results revealed that there were no abnormalities in the manufacturing record and the testing and inspection record of the lot number concerned. The returned filters also revealed no abnormalities in themselves. In these filters, the second through fifth filter media of (B)(6) were dyed dark with toluidine blue. Therefore, occlusion may have occurred and blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakage occurred.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.